Event description:
It was reported that the user experienced loss of continuous glucose readings on the ilet despite ongoing accurate readings on the dexcom g7 mobile application, consistent with a temporary cgm transmitter communication issue between the g7 and the ilet. Symptoms included no physiological symptoms or adverse events. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user guidance to re-enter the pairing code, toggle cgm settings, restart the ilet, and use bg run mode while awaiting reconnection. Investigation of this case revealed that the cgm pairing had failed on the ilet and that guidance to re-pair via the cgm menu and allow time for connection was provided. It was concluded that the event was attributable to a temporary cgm transmitter pairing or communication issue, resolved through standard troubleshooting and education.